Manufacturer narrative:
Philips is in the process of obtaining additional information regarding the reported event and the investigation is ongoing. A follow-up report will be submitted upon completion of the investigation.

Event description:
Philips received a complaint on the patient information center ix indicating that an external audio speaker had stopped working. The alarms were visible but there was no audio generated from the speaker. The device was reported to be in use on a patient, but no adverse event to the patient or user was reported. The philips field service engineer (fse) was en route to the customer's site when the customer communicated that the issue was resolved. The customer reported that an audio cable in the closet was unplugged. There was no additional information provided on what the customer did to resolve the issue.

Manufacturer narrative:
The customer reported that a cable that became disconnected in the communications closet. The customer stated the issue was resolved; however, no details have been provided by the customer describing what was done to repair and resolve the issue.